Manufacturer narrative:
Mfg date: 9/29/2009. Expiry date: 01/2011. Asp investigation summary: the investigation included a review of the device history, the complaint history, trending by product line and system serial number, the health hazard analysis and the failure mode and effects analysis. The DHR (device history review) for cyclesure biological indicator (bi) confirmed that the product met all specifications at the time of release. The complaint history for the cyclesure biological indicator (bi) did not reveal a trend for h2o2 skin contact from cyclesure biological indicator (bi) "leaking after use". Trending analysis for h2o2 skin contact issues associated to the cyclesure biological indicator (bi) did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to h2o2 contact while handling a processed biological indicator is considered low risk. The fmea (failure mode and effects analysis) revealed low safety risk to the user. All rpn (risk priority number) scores for this failure mode are below 100 and thus considered low risk. There was no product returned for investigation. A visual inspection of retain samples of lot 27291z did not show any sign of leakage. The symptoms experienced by the customer are typically caused by h2o2 (hydrogen peroxide) contact. Bi media does not contain h2o2. The cassette used during the process, injects h2o2 into the sterrad system. H2o2 condenses on an item when it has moisture on the surface during sterilization process. As it was reported that the bi was leaking after use, it is likely that the glass ampoule was damaged or had microcracks that during sterilization process, these cracks can expand and cause the media to leak out. H2o2 condenses on an item when it has moisture on the surface during sterilization process. The cyclesure biological indicator (bi) instructions for use recommends gloves to be worn when handling the bi as peroxide burns can occur. Therefore, the human reaction is attributed to the user not correctly following the IFU.

Event description:
The customer reported a healthcare worker (hcw) was unloading the chamber of a completed sterrad cycle. The hcw touched the medium of a processed cyclesure bi, which had leaked and experienced skin discoloration (white) on the first and second finger of the right hand. The hcw washed the area with running water and stated the area felt better.

Manufacturer narrative:
Sterrad cyclesure 24 biological indicator lot# 27291z. The IFU states the following: immediately after the sterrad sterilization cycle, remove sterrad cyclesure 24 from the sterilizer. Advanced sterilization products (asp) recommends gloves to be worn when handling cyclesure 24 bi as peroxide burns can result if the media ampoule is broken.